Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level in the 300's mg/dl. The customer delivered a correction bolus via the pump and the bg was lowered to 58 mg/dl. The customer thought that an overcorrection was the cause of the low bg and food was to be consumed to address the low bg. The customer did not know what the caused the high bg. The customer declined tandem technical support's offer to troubleshoot.